Event description:
It was reported that during post dilating a stent a balloon rupture occurred. The details of the lesion are unk. The lesion being treated was located in the right coronary artery. On the first inflation a maverick xl 5.5 / 20/150 balloon ruptured at 12 atmospheres. The balloon was removed intact. The procedure was completed with another of the same size. The pt status ok with no complications reported.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.